Manufacturer narrative:
(B)(4). The physician stated that upon examination under anesthesia, no mesh exposure was found and that there were no problems related to the mesh. A misplaced or missing suture was identified and corrected. The patient is doing well and is content. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure. Three weeks following the procedure, the surgeon stated that he was taking the patient back to the operating room because of a possible mesh exposure. The surgeon noted that there was no erosion upon observation. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.